Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26704. It was reported the pt is not receiving stimulation after he suffered a fall, however prior to the fall he was not receiving effective stimulation. Lead diagnostics showed multiple low impedances. Reprogramming was unable to resolve the issue. X-rays are pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.